Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 20-jan-2021.2 disability in 2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbalgia'), osteochondrosis ('scheuermann's disease aggravated'), sinus polyp ('sinuses were full of polyps'), calcification of muscle ('recalcitrant calcification of the right shoulder (that returned, and the left shoulder was also affected)'), uterine leiomyoma ('3 uterine fibroids') and carpal tunnel syndrome ('carpal tunnel') in a 41-year-old female patient who had essure (ess205) (batch no. 624300-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included scheuermann's disease. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced osteochondrosis (seriousness criterion disability), sinus polyp (seriousness criterion medically significant), restless legs syndrome ("restless leg syndrome and was severe to date") and sinusitis ("recurrent sinusitis which got superinfected"). In 2009, the patient experienced calcification of muscle (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). In 2010, the patient experienced urinary tract infection ("urinary tract infections, first sporadically and then 5 to 6 per year"). In 2014, the patient experienced premature menopause ("early menopause at age of 46 and a half"). In 2015, the patient experienced glaucoma ("glaucoma in both eyes"). In 2017, the patient experienced the first episode of fracture ("fracture"). In 2018, the patient experienced the second episode of fracture ("fracture"). In 2019, the patient experienced the third episode of fracture ("fracture"). In (B)(6) 2020, the patient experienced sleep apnoea syndrome ("sleep apnoea"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), carpal tunnel syndrome (seriousness criterion medically significant), intervertebral disc protrusion ("5 disc herniations"), neck pain ("neck pain"), sciatica ("sciatica, cruralgia"), spinal osteoarthritis ("early osteoarthritis on the entire spine"), urinary incontinence ("urinary leaks"), urinary retention ("bladder does not empty completely") and fatigue ("very great fatigue for several years"). The patient was treated with surgery (fibroids removal and surgery on both hands on 2016 and 2017), a sub-urethral prosthesis placed and has to catheterise herself 2 times a day. At the time of the report, the back pain, osteochondrosis, sinus polyp, calcification of muscle, uterine leiomyoma, carpal tunnel syndrome, intervertebral disc protrusion, neck pain, sciatica, spinal osteoarthritis, sinusitis, urinary incontinence, urinary tract infection, urinary retention, premature menopause and the last episode of fracture outcome was unknown and the restless legs syndrome, glaucoma, sleep apnoea syndrome and fatigue had not resolved. The reporter provided no causality assessment for back pain, calcification of muscle, carpal tunnel syndrome, fatigue, glaucoma, intervertebral disc protrusion, neck pain, osteochondrosis, premature menopause, restless legs syndrome, sciatica, sinus polyp, sinusitis, sleep apnoea syndrome, spinal osteoarthritis, urinary incontinence, urinary retention, urinary tract infection, uterine leiomyoma, the first episode of fracture, the second episode of fracture and the third episode of fracture with essure (ess205). The reporter commented: date of occurrence: (B)(6) 2008. The consumer started seeing her health deteriorate in 2008, and she informed that all the pains reduced her life to a category 2 disability in 2020. Lot number 624300 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbalgia'), osteochondrosis ('scheuermann's disease aggravated'), sinus polyp ('sinuses were full of polyps'), calcification of muscle ('recalcitrant calcification of the right shoulder (that returned, and the left shoulder was also affected)'), uterine leiomyoma ('3 uterine fibroids') and carpal tunnel syndrome ('carpal tunnel') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624300) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included scheuermann's disease. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced osteochondrosis (seriousness criterion disability), sinus polyp (seriousness criterion medically significant), restless legs syndrome ("restless leg syndrome and was severe to date") and sinusitis ("recurrent sinusitis which got superinfected"). In 2009, the patient experienced calcification of muscle (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). In 2010, the patient experienced urinary tract infection ("urinary tract infections, first sporadically and then 5 to 6 per year"). In 2014, the patient experienced premature menopause ("early menopause at age of 46 and a half"). In 2015, the patient experienced glaucoma ("glaucoma in both eyes"). In 2017, the patient experienced the first episode of fracture ("fracture"). In 2018, the patient experienced the second episode of fracture ("fracture"). In 2019, the patient experienced the third episode of fracture ("fracture"). In (B)(6) 2020, the patient experienced sleep apnoea syndrome ("sleep apnoea"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), carpal tunnel syndrome (seriousness criterion medically significant), intervertebral disc protrusion ("5 disc herniations"), neck pain ("neck pain"), sciatica ("sciatica, cruralgia"), osteoarthritis ("early osteoarthritis on the entire spine"), urinary incontinence ("urinary leaks"), urinary retention ("bladder does not empty completely") and fatigue ("very great fatigue for several years"). The patient was treated with surgery (fibroids removal and surgery on both hands on 2016 and 2017), a sub-urethral prosthesis placed and has to catheterise herself 2 times a day. At the time of the report, the back pain, osteochondrosis, sinus polyp, calcification of muscle, uterine leiomyoma, carpal tunnel syndrome, intervertebral disc protrusion, neck pain, sciatica, osteoarthritis, sinusitis, urinary incontinence, urinary tract infection, urinary retention, premature menopause and the last episode of fracture outcome was unknown and the restless legs syndrome, glaucoma, sleep apnoea syndrome and fatigue had not resolved. The reporter provided no causality assessment for back pain, calcification of muscle, carpal tunnel syndrome, fatigue, glaucoma, intervertebral disc protrusion, neck pain, osteoarthritis, osteochondrosis, premature menopause, restless legs syndrome, sciatica, sinus polyp, sinusitis, sleep apnoea syndrome, urinary incontinence, urinary retention, urinary tract infection, uterine leiomyoma, the first episode of fracture, the second episode of fracture and the third episode of fracture with essure (ess205). The reporter commented: date of occurrence: (B)(6) 2008. The consumer started seeing her health deteriorate in 2008, and she informed that all the pains reduced her life to a category 2 disability in 2020. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.